Event description:
It was reported that prior to starting a da vinci-assisted myomectomy surgical procedure, the customer found the back part of the tip cover insertion area cracked, so the orange part of the monopolar curved scissors (mcs) instrument was exposed. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer mentioned ¿tip cover¿ to explain the damage location, which was the instrument tube extension that had scratch marks. The tip cover did not have any damage (holes/tears/missing material) on the gray silicone area and would not be returned. The tip cover did not partially slide/slip from mcs instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and exhibits scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.150¿ x 0.042¿. There was material missing. The complaint was confirmed by failure analysis. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.